Manufacturer narrative:
Per good faith effort (gfe) response received on 15oct2025, the issue was actually not with the device. The device¿s alarm system was functioning as it should, and the alarm section of the preventative maintenance (pm) was performed successfully. The issue was ultimately with a wall outlet in the hospital. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the hall/wall alarm rings nonstop and cannot be silenced when the black "vent alarm" cable is plugged in. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that the hall/wall alarm rings nonstop and cannot be silenced when the black "vent alarm" cable is plugged in. The bme noted that this issue has been reported multiple times and does not know if it is the cable, vent, or outlet that is having a problem. Device evaluation and repair are pending, and this investigation is ongoing.